Event description:
It was reported that a malfunction alarm occurred on the pump, identified by a specific malfunction code and fault ID. There was no reported impact to the customer's blood glucose level. Technical support attempted to gather additional information but was unsuccessful due to audio issues during the call; follow-up calls were made but no contact with the patient was achieved, as their voicemail inbox was full. Upon pt call back cts provided pump reset information and assisted caller with resetting the pump. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.